Manufacturer narrative:
Device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The reported events of low pacing impedance and r-wave amp variation could not be confirmed. The reported event of stretched was confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with having occurred during procedure. Further analysis was performed, including impedance and output measurements, and the device exhibited normal device characteristics without any anomalies.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During implant, high pacing impedance and low r-wave amplitude values were observed. After multiple repositions, it was seen on x-ray that the lp helix was extended. The lp was removed and replaced. The implant was completed successfully. The patient was stable.